Manufacturer narrative:
(B)(4). Fixture remains insitu.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and underwent a revision surgery to remove the excess skin on (B)(6) 2014.